Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(6) ) powered off by itself and remains off. The thermogard ivtm system ran at maximum performance all night and was cooling, it did not feel hot. It is unknown if another thermogard console or other temperature management used to continue with ivtm therapy. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.